Event description:
It was reported that balloon rupture occurred. The 100% target lesion was located in the moderately tortuous and severely calcified cia. A 4.0 x 40, 135cm mustang balloon catheter was advanced for in-stent dilatation. However, during procedure, the balloon ruptured below rated burst pressure. The procedure was completed with a different device. No patient serious injury or adverse event were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: a visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was noted escaping from a pinhole leak in the balloon material located approximately 9mm proximal to the proximal edge of the distal markerband. A visual and microscopic examination of the balloon material identified no issues with the balloon material that have contributed to the damage identified. The rate of burst pressure of this mustang device is 24atm (atmospheres). A visual and microscopic examination found no issues with the markerbands that could have contributed to the complaint incident. A visual and microscopic examination identified that the distal tip was kinked. This damage is consistent with the tip being pushed against a restriction like a lesion. No issues were noted with the tip that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% target lesion was located in the moderately tortuous and severely calcified cia. A 4.0 x 40, 135cm mustang balloon catheter was advanced for in-stent dilatation. However, during procedure, the balloon ruptured below rated burst pressure. The procedure was completed with a different device. No patient serious injury or adverse event were reported.